Manufacturer narrative:
Serial number is unavailable. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model vnl-1570stk is available in the USA with a 510k number k162151. Evaluation summary it was caused due to a condensation of moisture in the ccd unit by changing the temperature outside of the endoscope. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. During use the foggy image appeared.